Event description:
Following a premature ventricular contractions procedure in the left ventricle, a pericardial effusion occurred. It was diagnosed with an echo at the end of the procedure. A pericardiocentesis was performed and the patient was stable. There was no alleged issue with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.